Manufacturer narrative:
Photographs provided were reviewed. The damage is confirmed to be present on the inner pouch and on the shaft of the imaging catheter. While the product appears to be bent at the section where the shaft exits the handle, no conclusion as to the cause for this can be determined from the photo, as there is insufficient detail. The entire package is not shown, nor is the outer packaging shown in its entirety. Thus any potential damage or lack of damage to the exterior package, especially at the point where the confirmed damage on the interior pouch is present, could be examined in the various photos. Potential causes for the visible damage may also include how the device was removed from its exterior packaging as well as how well the device is set into its tray within the inner pouch. An manufacturing record evaluation was conducted for the reported lot 2154179, and no non-conformances were identified. Once device or its packaging is received, evaluation will be conducted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a reprocessed soundstar eco 8f diagnostic ultrasound catheter. During pre-op it was noticed while in the packaging, that the catheter was bent at a 90 degree angle and the sterile seal was broken. The catheter bend was close to the handle, wires and/or braid was not exposed. No damage was observed on the outside of the box. The primary packaging box was opened before surgery. The broken sterile seal has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a reprocessed soundstar eco 8f diagnostic ultrasound catheter and during pre-op it was noticed while in the packaging, that the catheter was bent at a 90-degree angle and the sterile seal was broken. The product was returned to sterilmed for evaluation on 22-jul-2021. Sterilmed performed visual inspection and functional test on the returned device. Visual analysis of the returned device revealed that imaging catheter was returned with a kink on the proximal portion of the shaft. Package of the complaint device was not returned; therefore, no further test could be performed. As part of sterilmed¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed, and no non-conformances related to the complaint was found during the review. It should be noted that the product failure is multifactorial. The instructions for use states to inspect the packaging, and the imaging catheter prior to use. If sterility appears compromised or the package/product appears damaged, do not use. H6 investigation code no findings available represents the packaging portion not being returned. Manufacturer's ref. No: (B)(4).